Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained elevated blood glucose in the low 200s while using the ilet, and a full supply change was performed, after which glucose returned to the user¿s typical range; the event was characterized as cause unclear, and no device component could be identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to associate the event with a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.